Event description:
The reporter indicated a patient was experiencing erratic stimulation. The reporter stated that the patient was probably at end-of-service. Since the patient "does not feel many stimulations occurring". Good faith attempts were made to obtain additional information and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.